Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient participating in the trifecta durability study had a 23mm trifecta valve implanted on (B)(6) 2010. The patient was hospitalized on (B)(6) 2011 and treated with antibiotics for an infection secondary to an aortic abscess. Endocarditis was not specified. The patient remained hospitalized until death on (B)(6) 2011 due to the aortic abscess. The study site related the event to the procedure and not to the valve. No additional details are anticipated.